Manufacturer narrative:
An axium prime coil was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the non-medtronic micro catheter (sl-10 stryker) used in the event was not returned. The inner diameter (ID) of the sl 10 microcatheter was found to be 0.0165¿ (per an online source) per axium prime coil instructions for use (IFU): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿. Therefore, the sl 10 micro catheter was found to be compatible for use with the axium prime coil. The axium prime coil was returned without introducer sheath. The actuator interface was found to be intact but kinked. The axium prime coil pushwire was found to be bent at ~3.6cm and broken at ~143.5cm from proximal end. The implant coil was found to be damaged and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was stuck in the proximal section of the catheter. The implant coil pushed smoothly out from the introducer sheath. There was no coil damage. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien072 guide catheter, sl-10 microcatheter, and synchro14 guidewire.